Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak and air bubbles. The customer's blood glucose level was 129 mg/dl at the time of the incident. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings and stopper groove, and found 1st o-ring out of the groove. Ran basal, bolus leaking test reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion reservoir does not leak and no air bubbles were noted.